Event description:
Quality assurance and quality control with the hosp reported a needle stick injury. The rn attempted to retract the needle and activate the safety device. The needle pulled through, escaping from safety chamber and inflicting a needle stick to the rn.